Event description:
Medtronic received information that during use, the 560 bioconsole user interface screen went blank. The standby screen on the base unit was used to keep the console running. After 10 hours, the standby screen indicated no flow and the pump stopped working. The entire bioconsole was changed out with no patient effects. The original unit was re-booted and functioned normally for three more days.

Manufacturer narrative:
Product analysis: no product was returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. The instruction for use (IFU) states "the medtronic centrifugal blood pumping system is intended to pump blood through the extracorporeal bypass circuit for extracorporeal support for periods appropriate to cardiopulmonary bypass procedures (up to 6 hours)." (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.